Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient had a ultrathane percutaneous catheter feeding tube placed on an unknown date. The customer reports that the device was found leaking after insertion. The device was removed and replaced. The leak was observed from a hole in the proximal loop. No further event or patient information was provided. The device was received by the manufacturer for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, specifications,trends, and quality control data was conducted during the investigation. Visual inspection and functional testing of the returned device were performed. No damage was noted on the device. The 'hole in proximal loop' as described by the customer was the suture hole that should be present in the device and no damage was noted. A leak test found leakage at the suture hole. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was one other reported complaint for this lot number. Based on the provided information, inspection of returned product, and the investigation results, a definitive root cause cannot be established. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.